Event description:
During service of product a potential no low pressure alarm condition was found due to transducer being out of specification. Replaced transducer. Also found during service of device a motor stall was found due to stator being out of specification. Replaced stator.

Manufacturer narrative:
Replace stator.